Manufacturer narrative:
Follow-up #1: date of submission: 04/28/2017. Device evaluation: the transmitter has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, a review of the pump¿s alarm history showed frequent low battery warnings. The black box showed battery voltage immediately following a battery change was low, indicating that a partially discharged battery was inserted by the user. During testing, the pump electrical current draws were tested and were found to be within specifications. The original complaint of a battery life issue was shown in the history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.